Event description:
The pt reported that she finds insulin in the cartridge compartment of her infusion device due to a leaky insulin cartridge. Her blood glucose elevated to 373 mg/dl. Her diabetes nurse changed the insulin cartridge and she was given an insulin injection and later a bolus through the infusion device to lower her blood glucose. Her normal blood glucose range is 120-130 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridge and infusion device were replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.